Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint # (B)(4).

Event description:
It was reported that after approximately two hours of intra-aortic balloon (iab) therapy, blood was found in the tubing. The iab was removed and a new one was inserted. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and within the stat gard sleeve. No blood was observed inside the iab catheter. Two kinks were found on the catheter tubing approximately 62.7cm and 76.5cm from the iab tip. An underwater leak test of the sheath, sheath seal, balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A catheter tubing kink may cause an opening for blood to pass out of the sheath seal into the stat gard sleeve. The purpose of the stat gard sleeve to capture blood so that it does not spray on the user and/or patient. However, the reported leak cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint (B)(4).

Event description:
It was reported that after approximately two hours of intra-aortic balloon (iab) therapy, blood was found in the tubing. The iab was removed and a new one was inserted. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately two hours of intra-aortic balloon (iab) therapy, blood was found in the tubing. The iab was removed and a new one was inserted. There was no patient harm or adverse event reported.